Event description:
Originally reported to FDA by user facility on (B)(6) 2011 per uf/importer report #(B)(4): pt was prepped for transesophageal echocardiogram (tee). Just as the procedure was to begin, the echocardiogram machine malfunctioned and had to be rebooted. What was the original intended procedure? Tee. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
A follow up report will be submitted when the investigation has been completed.